Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the colon was transected during a right colon cancer radical procedure, it was found that several staples at the end of the staple line were completely unformed. The doctor removed the unformed staples and added the seams to the tissue.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the sulu was received fully applied with the interlock engaged. Damage was noted to the knife blade and cracks were noted on the surface of the sulu. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. Replication of the cracks on the surface of the single use loading unit (sulu) may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.